Event description:
The ventilator was connected to the pt. The customer reports that the ventilator failed to cycle. The fab alarmed and a "pf" technical alarm was activated. There was no pt injury.

Manufacturer narrative:
The device was returned to siemens for evaluation. The pc 1623 was replaced and the device functioned within specifications. The device was returned to the customer after being repaired. The pc1623 was returned to the MFR for further evaluation and a short circuit was found in the cable.